Manufacturer narrative:
(B)(4). Two of 3 emdrs. One companion sample was received in the original packaging in reference to the "overprime- leak out of patient line." Set was placed on the homechoice machine for priming with no alarms noted. Sample evaluation was completed on the companion sample received. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Batch review is performed with no issues found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center to report that the solution was spilling over from patient line at end of prime on the homechoice machine. The home patient (hp)'s caregiver (cg) stated that she had gone through three disposable setups that morning. The technical service representative (tsr) advised the cg to contact nurse. No patient injury or medical intervention was indicated at the time of the initial report. (First of 3 emdrs for the reported issue)